Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that during a follow-up evaluation conducted on 02-mar-2026, intermittent tracking was observed while the patient was in the supine and sitting positions at maximum transmit level. Tracking improved during full exhalation and was consistently achieved when the patient was standing or leaning forward. Capture thresholds were successfully obtained in multiple postures, and device programming adjustments were performed to optimize therapy delivery and conserve battery life. Device interrogation confirmed normal system performance. The battery voltage measured 2.91 v with 93% remaining capacity, and the battery performance curve was within the expected range. Biventricular pacing resulted in qrs narrowing from 200 ms during rv-only pacing to 176 ms during wise-mediated pacing. No device malfunction was identified, and no adverse patient sequelae occurred.

Manufacturer narrative:
The investigation for this case remains ongoing and has not yet been completed. A supplemental report will be submitted once the investigation is finalized and results become available.

Event description:
Since the (B)(6) 2026 follow-up, the patient has not demonstrated clinical improvement and continues to experience shortness of breath and fatigue with minimal exertion, reporting that he spends most of his time resting or lying down. The previously reported biv pacing percentage of 46% remains suboptimal, and no updated device data are available as the patient has not been evaluated in person since reprogramming. Post-reprogramming assessment confirmed persistent posture-dependent tracking limitations, with reduced tracking observed in certain positions. Rv pace detection was considered appropriate and retraining was not attempted. No programmer alerts, warnings, or malfunctions were reported, and battery status has not been reassessed since the last interrogation. The treating physician expressed concern regarding the low biv pacing percentage and lack of clinical improvement. A follow-up visit is scheduled for 04-may-2026 to reassess device performance and clinical status.